Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient code added. B2: date of death added. H6: impact code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The appendage was heavily pectinated and shallow. Two transeptal punctures (tsp) were needed. After the second tsp, after many redeployments and prior to attempting another watchman closure device, the patients' blood pressure dropped, and an effusion was noted on transesophageal echocardiography (tee). There was a pericardial effusion at the distal end of the laa. The patient was sent to cardiac surgery where a sternotomy was performed. The patient is currently intubated at the hospital but expected to fully recover. It was further reported that patient death occurred on (B)(6) 2025. The patient developed lactic acidosis two days after the sternotomy and had multiple organ failure.

Manufacturer narrative:
H2 correction: this event was also reported under report number 2124215-2025-38817. B5 describe event or problem: updated with additional information received. H6: patient code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The appendage was heavily pectinated and shallow. Two transeptal punctures (tsp) were needed. After the second tsp, after many redeployments and prior to attempting another watchman closure device, the patients' blood pressure dropped, and an effusion was noted on transesophageal echocardiography (tee). There was a pericardial effusion at the distal end of the laa. The patient was sent to cardiac surgery where a sternotomy was performed. The patient is currently intubated at the hospital but expected to fully recover. It was further reported that patient death occurred on (B)(6) 2025. The patient developed lactic acidosis two days after the sternotomy and had multiple organ failure. It was further reported that the patient developed a severe infection, and that a perforation caused the open-heart surgery to be necessary. This event was also reported under report number 2124215-2025-38817.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. The appendage was heavily pectinated and shallow. Two transeptal punctures (tsp) were needed. After the second tsp, after many redeployments and prior to attempting another watchman closure device, the patients' blood pressure dropped, and an effusion was noted on transesophageal echocardiography (tee). There was a pericardial effusion at the distal end of the laa. The patient was sent to cardiac surgery where a sternotomy was performed. The patient is currently intubated at the hospital but expected to fully recover.